Manufacturer narrative:
Date sent to the FDA: 08/04/2020. Corrected b5 narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2015 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 07/09/2020. Additional information: a2, a4, b7, d1, d2, d7. H6 patient code: 3189 - surgical intervention. Additional b5 narrative: it was reported that the patient underwent mesh removal with new implant on (B)(6)2019 due to recurrent ventral hernia, abdominal pain, and adhesion.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.